Manufacturer narrative:
Date of event and patient weight are estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient¿s lead was replaced due to high impedance on one contact, which prevented MRI mode from being enabled.